Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The stent delivery stent was attempted to be advanced distal to the previously implanted stent. It should be noted that the instructions for use (IFU) states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. In this case, it is likely that the IFU deviation contributed to the reported event. There was no damage noted to the device during the inspection prior to use, the investigation determined that the reported difficulties, patient effects and the subsequent treatment appears to be related to the deviation of the IFU. In this case, it is likely the interaction with the previously implanted stent contributed to the reported failure to advance/ difficulty to remove the device and the subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 medical device problem code: 2017 - distal to stent.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the left anterior descending artery. The 4.0x38mm xience pro a stent delivery system (sds) was advanced to the target lesion and the stent implanted and post dilated with a nc trek neo balloon. Residual stenosis was noted therefore a 3.50x12mm xience alpine sds was attempted to be advanced distal to the previously implanted pro a stent however the stent caught on the implanted stent. During the attempt to remove the alpine sds, the stent dislodged from the balloon and remained stuck to the implanted stent. An attempt was made to advance a third sds to cover both the residual lesion and the dislodged stent; however the attempt was unsuccessful as the device failed to cross. A nc trek balloon catheter was then used to embed the dislodged stent inside the implanted stent to complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.